Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Angina, dissection and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience v stent (1009539-23, (B)(4)) is being filed under a separate medwatch report number.

Event description:
Device issue: none. Adverse event (ae): in-stent thrombus requiring medical intervention. Onset of ae: one to three days after stent implantation. It was reported that on (B)(6) 2010, during a proximal left anterior descending (lad) artery stenting procedure with a xience v 2.5x28 mm stent, a small dissection occurred slightly distal from the stent. No treatment was provided. On (B)(6) 2010, a xience v 2.5x23 mm stent was implanted in the distal circumflex (cx) artery. On (B)(6) 2010, the pt reported angina. An angiogram was performed and thrombus was found within both xience v stents. The stents were suctioned and a urokinase infusion was started. After completion of urokinase infusion, the stents were found to be patent and the thrombus was no longer visible. Reportedly, the clopidogrel did not work well with this pt resulting in thrombus. There was no adverse pt sequela reported. Although requested, there was no additional info provided.